Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an infection with sepsis. When removing this right atrial (ra) lead a small part of the lead tip broke and was not removed from body despite the attempts. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an infection with sepsis. When removing this right atrial (ra) lead a small part of the lead tip broke and was not removed from body despite the attempts. No additional adverse patient effects were reported.